Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative results with henry schein one step+ hcg urine cassette test. Distributor called and reported that a customer had three patient urine samples with false negative results when tested with henry schein one step+ hcg urine cassette test. No confirmation testing indicated and no patient info was provided. Test results were read within 30 seconds to a minute; no timer was used.